Manufacturer narrative:
The field service engineer could not determine a cause. The mechanical and fluidic adjustments of the analyzer were verified. The pinch tubing and mixer were replaced. Performance testing was run and was within specifications. All calibrations and controls passed. There were no alarms on the last calibration performed on 19-jul-2019. Calibration signals were slightly lower than expected. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, abnormal sample aspiration alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 602 module. The sample initially resulted with an hcg+b value of > 10000 miu/ml. The analyzer automatically diluted the sample and repeated it, resulting with a final value of 64.73 miu/ml. These values were reported outside of the laboratory and questioned by the physician. The sample was then repeated, resulting with an hcg+b value of >10000 miu/ml. The sample was diluted and repeated, resulting with a value of 77868 miu/ml. The hcg+b reagent lot number was 385627.